Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menometrorrhagia, abdominal pain, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage and menometrorrhagia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device migration/ essure device from right fallopian tube migrated to the uterus and became embedded") and genital haemorrhage ("heavy and abnormal bleeding") in a 42-year-old female patient who had essure (batch no. V081273-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neurostimulator removal, bladder sling procedure, urgency urination, breast prosthesis user, urinary incontinence, adenomyosis, vaginal haemorrhage and dysuria. On , the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ painful menstrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pelvic pain ("chronic sharp and stabbing pelvic pain/constant pain") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), artificial menopause ("induced menopause"), hot flush ("hot flashes"), loss of libido ("loss of libido"), adenomyosis ("adenomyosis"), stress ("mental stress"), back pain ("back pain"), nausea ("nausea"), metrorrhagia ("spotting between menstrual cycles") and coital bleeding ("spotting after intercourse"). The patient was treated with bupropion (wellbutrin) and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, menometrorrhagia, abdominal pain, dyspareunia, abdominal distension, artificial menopause, hot flush, loss of libido, adenomyosis, stress and migraine outcome was unknown and the dysmenorrhoea, abdominal pain lower, pelvic pain, ovulation pain, back pain, nausea, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, artificial menopause, back pain, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, loss of libido, menometrorrhagia, metrorrhagia, migraine, nausea, ovulation pain, pelvic pain and stress to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2008 and (B)(6) 2008). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device migration/ essure device from right fallopian tube migrated to the uterus and became embedded") and genital haemorrhage ("heavy and abnormal bleeding") in a 42-year-old female patient who had essure (batch no. V081273) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neurostimulator removal, bladder sling procedure, urgency urination, breast prosthesis user, urinary incontinence, adenomyosis, vaginal haemorrhage and dysuria. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ painful menstrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pelvic pain ("chronic sharp and stabbing pelvic pain/constant pain") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), menopause ("induced menopause"), hot flush ("hot flashes"), loss of libido ("loss of libido"), adenomyosis ("adenomyosis"), stress ("mental stress"), back pain ("back pain"), nausea ("nausea"), metrorrhagia ("spotting between menstrual cycles") and coital bleeding ("spotting after intercourse"). The patient was treated with bupropion (wellbutrin) and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, menometrorrhagia, abdominal pain, dyspareunia, abdominal distension, menopause, hot flush, loss of libido, adenomyosis, stress and migraine outcome was unknown and the dysmenorrhoea, abdominal pain lower, pelvic pain, ovulation pain, back pain, nausea, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, back pain, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, loss of libido, menometrorrhagia, menopause, metrorrhagia, migraine, nausea, ovulation pain, pelvic pain and stress to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2008 and (B)(6) 2008). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: chronic sharp and stabbing pelvic pain/ constant pain, painful ovulation, painful menstrual cycle, essure device from right fallopian tube migrated to the uterus and became embedded (clubbed with device dislocation), induced menopause, hot flashes, loss of libido, adenomyosis, mental stress, back pain, nausea, spotting between menstrual cycles, spotting after intercourse and migraine. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.